Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer dropped their pump causing the pump touch screen to become cracked and non-functional for insulin therapy. Customer's blood glucose was 151 mg/dl. Reportedly. Customer reverted to a backup pump for insulin therapy.